Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head...comes detached in mouth - oral-b [device breakage]. Brush head...fit is so loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b cross action toothbrush head fit was so loose that when they used it, it came detached from the oral-b toothbrush in their mouth. No injury was reported. 05-jul-2024 follow up via digital safety assessment survey: the consumer was a 67 year old male. No injury was reported.

Manufacturer narrative:
(B)(6) 2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush head comes detached in mouth - oral-b [device breakage] . Brush head fit is so loose - oral-b [device connection issue] . Product counterfeit - oral-b [product counterfeit] . Case narrative: consumer via e-mail stated that the oral-b cross action toothbrush head fit was so loose that when they used it, it came detached from the oral-b toothbrush in their mouth. No injury was reported. 05-jul-2024 follow up via digital safety assessment survey: the consumer was a 67 year old male. No injury was reported. (B)(6) 2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.